Event description:
As reported, on inflation of the balloon of a 5f mynxgrip vascular closure device (vcd) outside the patient, the balloon could be seen leaking fluid. There was no reported patient injury. The vcd was inserted through the sheath, the balloon was inflated and traction was applied. As the balloon contacted the end of the sheath, it pulled straight into the sheath lumen and out of the sheath. The device is being returned for evaluation.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, on inflation of the balloon of a 5f mynxgrip vascular closure device (vcd) outside the patient, the balloon could be seen leaking fluid. There was no reported patient injury. The vcd was inserted through the sheath, the balloon was inflated and traction was applied. As the balloon contacted the end of the sheath, it pulled straight into the sheath lumen and out of the sheath. Additional information was requested but not provided. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, on inflation of the balloon of a 5f mynxgrip vascular closure device (vcd) outside the patient, the balloon could be seen leaking fluid. There was no reported patient injury. The vcd was inserted through the sheath, the balloon was inflated and traction was applied. As the balloon contacted the end of the sheath, it pulled straight into the sheath lumen and out of the sheath. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.